Manufacturer narrative:
The poe injector was returned to the manufacturer for analysis. Analysis found that when in standalone and power was applied, led would flash green. Then when it was connected to a camera the led would turn off and not come back on. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the poe injector. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the camera was showing ¿localizer disconnected¿ in the software, and there were no leds illuminated on the camera. The manufacturer representative on site rebooted without resolve. It was noted the camera cart was connected. This issue was noted outside of a procedure, and there was no patient involvement. Troubleshooting discovered the issue was the poe injector not giving output.